Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported that the tampon retrieval string was not completely threaded through the applicator, and therefore unavailable to aid in the removal of the tampon. This issue was noted prior to use. No consequences reported.